Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etcf2828c49ee, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. The aortic diameter ranged from 18.5 - 24 mm and the aortic neck length measured 9 mm in length. The proximal and suprarenal neck angulation were both 20 degrees. It was reported that during the index procedure, endoanchors were placed due to an observed type ia endoleak. Seven endoanchors were implanted from the endograft to the proximal neck and five endoanchors were implanted from the aortic cuff to the aortic neck and the endoleak was reported to have resolved. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was confirmed that only the bifurcated stent graft was associated with a type ia endoleak. The endoleak was treated with a cuff and endoanchors. The cause of the endoleak, as per the investigator, was due to the proximal seal being too short for the bifurcated stent graft. If information is provided in the future, a supplemental report will be issued.